Event description:
Patient was given 2 bags of cement which were then mixed with 6 g of vancomycin and 7.2 g of tobramycin during a left knee instability status post left total knee revision to a dynamic spacer. This in turn lead to renal failure that causes cefepime neurotoxicity and rifampin liver toxicity and now she is on hemodialysis. Tobra level 10 days later was over 7, and vanco 8 days later was over 10. The patient is an 87-year-old white female whose medical history is notable for hypothyroidism, atrial fibrillation who presented to our facility with hypoglycemia, hypothermia and encephalopathy. Patient's recent medical history is notable for left knee septic arthritis for which she received arthroplasty with removal of her prosthetic and spacer placement on the left (B)(6) 2026. Since that time, she was discharged to a skilled nursing facility on rifampin and cefepime. Patient's family notes that approximately 2 days ago she was alert and talking to them. They do report decreased appetite but otherwise no significant changes or medication changes. The patient was poorly alert today at the nursing facility and then brought to the emergency room. Patient was noted to have acute kidney injury with a creatinine of 3.77, persistent hypotension despite fluid replacement consistent with sepsis protocol. Patient has required ventimask at 15 l high flow and is altered in her mentation. Patient showed clinical improvement on (B)(6) 2026. She was transferred to the pcu unit. She was maintained on daily dialysis. She continued to go in and out of atrial fibrillation and required diltiazem drip. On (B)(6) 2026 patient had another surgery with 1 bag of cement which was then mixed with 3 g of vancomycin and 3.6 g of tobramycin, with no reaction or complications.